Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6). Product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that since september, they couldn't charge the ins, and they kept getting a message no device found. Agent reviewed the ins was depleted. Agent had patient reset the controller, check visible damage to the recharger and controller port, and clean connections. Pt confirmed to damages. Agent had pt start a recharging session and pt got no device found message again. Pt went to passive recharge mode after hitting recharge. Agent reviewed with pt the meaning of passive recharge. After a couple of minutes, pt confirmed that the controller battery was 60% while the ins was recharging red with excellent quality. Agent advised pt to charge the ins to 100% and call back if they have any other questions. Agent was not able to gather the serial number of the recharger as agent didn't want to interrupt the recharging session. No symptoms were reported.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that since september, they couldn't charge the ins, and they kept getting a message no device found. Agent reviewed the ins was depleted. Agent had patient reset the controller, check visible damage to the recharger and controller port, and clean connections. Pt confirmed to damages. Agent had pt start a recharging session and pt got no device found message again. Pt went to passive recharge mode after hitting recharge. Agent reviewed with pt the meaning of passive recharge. After a couple of minutes, pt confirmed that the controller battery was 60% while the ins was recharging red with excellent quality. Agent advised pt to charge the ins to 100% and call back if they have any other questions. Agent was not able to gather the serial number of the recharger as agent didn't want to interrupt the recharging session. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.